Event description:
Pt came to hosp in a full code. Recently had a pacemaker placed. Pacemaker was not capturing and a temporary pacer wire was placed with good capture. Ultimately, the pt expired. Post mortem exam performed and pacemaker retained.